Event description:
Patient's friend reported "breast implant were leaking". The patient later reported "severe aplastic anemia" and "one leaking breast implant". The device remains implanted. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.